Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi. Patient was asymptomatic. A device download was successfully performed and the device restored to normal function. Patient was stable before, during and after the event.